Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh (registration#1419652) on behalf of the MFR bhm medical, inc (registration#9681684). Add'l info will be provided following the conclusion of the MFR's investigation.

Event description:
According to the staff at facility: the resident was at her bedside in a wheelchair. (B)(6) hooked up sling to tempo lift and then waited for a second (B)(6) to come to the room to complete the transfer. They had her elevated 10 inches above the wheelchair and started to turn the lift to transfer to bed and shoulder clip came off. The resident fell on the side arm of her wheelchair. The (B)(6)'s hooked the sling back up and completed the transfer. There was no immediate complaint from the resident, but it was later discovered that the resident had rib pain. The resident was sent to the hospital for examination. It was reported that the resident suffered a fractured rib.